Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. No moisture damage on electronics noted. Pump received with scratched display window, cracked display window corners, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 500 mg/dl. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI. Customer does not use sensor features. Customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.